Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1; date of submission: 06/03/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 05/19/2015 with the following findings:several cs-054 'call service alarms', which can be indicative of the type of issue that was reported, were observed in the pump history data. The black box data from the event date had been overwritten due to continued pump use. The pump was exercised for 24 hours, during which no cs-054 'call service alarms' were observed: the reported issue was not duplicated. The following findings are unrelated to the reported issue: the display screen visual was observed to be dim and discolored due to an unidentified display failure. The battery compartment was observed to be cracked in the area below the grip pad.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs (B)(6) sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.